Manufacturer narrative:
Other, other text: one sample was received for evaluation. Device underwent functional testing. A leak was detected, confirming the reported customer complaint. The problem source has been determined to be manufacturing. Additionally, two pictures were received for evaluation. There was no evidence of damage that could create the failure mode reported.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical product was noted to have medial fluid leaking from the part to which a tubing was connected. There was no patient injury. There were no reported adverse events.